Event description:
It was reported that during a ladg procedure, the jaw could not be opened after 6 times clipping. The dr put the device on the mayo board and found that the jaw opened by itself and also a part of advancer tip was found to be broken. The broken tip was found nearby the device. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Date sent: 08/12/2008. Information anticipated, but unavailable at this time.